Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing, low pacing impedance, high capture threshold and p-wave amp variation. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.